Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic gastric bypass procedure, the handles feel "sticky" when toggling. Also, the suture reload fell out of the jaws and disengaged into the patient. The component was retrieved by the physician with graspers. To complete the procedure, a new device was used. There was no harm caused to the patient. The device is expected to be returned for evaluation.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Visual functional indicated no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.